Event description:
It was reported that during an anterior cervical diskectomy that the bur broke. The broken pieces did not enter the surgical site. There was no patient involvement reported as a result of this issue.

Manufacturer narrative:
The part number and lot number of product allegedly involved in this issue has not been supplied. The device has not been returned for evaluation.